Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received a message the ipg is at its end of life. Company representative confirmed the ipg is inoperable. Surgical intervention may take place at a later date.